Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) having an inflation pump issue. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) having an inflation pump issue. The unit would not pump successfully with pressure waveform when using the fiber optic, however no pressure values. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer fse was dispatched to the site to evaluate the unit. He was unable to replicate user complaint. Successfully completed a simulated treatment with testing catheter, trainer, and fber optic tester. Successfully completed a simulated treatment with customer ECG and bp cables without issue. Unit calibrated and passed all functional and safety tests per factory specifcations. Returned to customer and cleared for clinical use.